Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they received their cardiac resynchronization therapy defibrillator (crt-d) system due to reduced ejection fraction and severe heart failure post-stenting procedure. Since the crt-d implant four days prior, the patient reported developing severe orthostatic hypotension. When the patient stands, their blood pressure drops very low, they become dizzy, have spasms, and have spasmodic breathing for at least forty five seconds. The patient, who was still in the hospital having symptoms at the time of the report, was reportedly told by hospital staff that they should be treated for dehydration. The crt-d system remains in use. No further patient complications have been reported as a result of this event.